Event description:
It was reported that during a replacement procedure to change to a cardiac resynchronization therapy defibrillator (crt-d) system, the health care professional (hcp) noticed an insulation curiosity on the right atrial (ra) lead. There had been no abnormal electrical measurements or performance issues with the ra lead, and so a lead repair kit was used. It was noted that there was no attempt to clean the medical adhesive residue used in repairing the ra lead off of the proximal portion of the lead prior to inserting the lead into the new device, and so it would likely be difficult or impossible to remove the ra lead from its port in the device. The ra lead was successfully repaired, inserted into the new crt-d, and remains in service. No additional adverse patient effects were reported.